Event description:
Ous MDR. It was reported that the patient has died. The implantation period is unknown. According to the clinical investigator, there is no connection between the death of the patient and the ICD.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.